Event description:
It has been reported to philips that the system was considered down due to the flexvision monitor not being available. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system was down due to no flexvision. The philips engineer suggested service, but the service quote has been cancelled by the customer. No further information available regarding the reported issue as the customer cancelled the service request and no work performed by philips. As customer cancelled the service request, resolution remains unknown to philips. The codes were updated based on the investigation outcome. H3 other text : on-site evaluation cancelled; no response received for further information.